Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). One unused cassette was received out of package. A visual inspection was performed and no obvious defects were found. A therapy was started with the cassette and a solution bag; the solution flowed through the connection with no leaks or issues. This report could not be confirmed. A therapy was started with the set and solution bag and the solution flowed through the connection with no leaks or issues. Based on the information obtained from baxter's investigation, the root cause was not determined. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A (B)(4) home patient reported to baxter that she could not connect the clampex connector of the solution bag to the tubings of the cassette. There was no patient injury or medical intervention.